Manufacturer narrative:
The insulin pump was received with no button response due to moisture keypad traces. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and severely scratched display window.

Event description:
Customer's mother reported via phone call keypad anomaly and damage on the display. Troubleshooting for keypad anomaly was performed. Customer advised the act button was unresponsive. Customer's display was severely scratched and made it difficult to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.